Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded it as a biohazard. Associated products: medical product: delta cer fm hd 032/+4mm 12/14, catalog #: 650-0835, lot #: 2530686. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00147. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision took place due to metallosis and fracture of the poly liner.

Event description:
The patient claims for damages allegedly caused by left hip arthroplasty performed on (B)(6) 2013 at (B)(6) hospital. Subsequently, a revision procedure was performed due pain on (B)(6) 2019. During the revision, metallosis was found along with a fracture of the polyethylene in two large fragments and a third smaller fragment. The ceramic head was also revised as appeared partially worn while the bottom of the regenerex cup appeared intact. New polyethylene 50mm hi wall and ceramic head 32 medium was implanted. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a5, b4, b5, b7,g3, h1, h2, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00147-1. The devices have not been returned to biomet UK ltd for evaluation. This device is used for treatment. No compatibility issues were noted. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. A review of the whole complaint database identified one similar complaint reported for item 650-0835. There were no similar complaints reported against the lot number 2530686. The search found no similar complaints reported for item ep-073246 and lot 2824352 combination. One radiograph post primary surgery in 2013 has been provided, a review concluded that the acetabular component was properly positioned. Based on current available medical data, it is not possible to determine the cause of the fracture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Risk management report documents the estimated residual risk associated with exceed abt ringloc-x liners. The calculated risk is as follows, severity of the reported event = 3 (moderate) and calculated occurrence rate of 2 (remote) are in line with the risk file. Therefore, the overall score is low risk. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.